Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle broke off at the back end of the instrument. One of the scrub nurses had mentioned that she thought she had noticed a "white" powder substance that seemed to spray in the air when this handle was struck with a mallet on the back end when inserting an acetabular cup. Patient consequence? :unknown. Action taken for procedure:we opened another pinnacle cup instrument set to utilize a different cup impactor. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.